Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that an occlusion alarm occurred. Reportedly, customer's blood glucose level was impacted. Customer changed the infusion set and cartridge after receiving the occlusion alarm and blood glucose level normalized.